Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine at 6.8 mg/day (unknown concentration) via an implanted pump for spinal pain. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported according to hospital staff, the patient was admitted for signs of overdose. In regard to environmental/external/patient factors that may have led or contributed to the issue, none were noted. The rep was told by the emergency room (ER) doctor that he wanted the patient¿s pump turned to minimum rate and the physician updated the pump to minimum rate. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. It was noted the ER doctor performed an ultrasound of the pump and noted fluid around the pump. They could not determine what the fluid was at that time. It was noted surgical intervention did not occur and was not planned. The patient¿s weight was unknown (asked and would not be made available (legal/confidential reason) and the patient¿s medical history was asked and would not be made available (legal/confidential reason). Additional information was received from a healthcare provider (hcp) on (B)(6) 2018 indicated the patient was admitted on (B)(6) 2018 and stated chronic pain syndrome and decreased responsiveness. The doctor wanted to know how to find out what rate the pump was programmed at. She said the dose was decreased by the rep to a low or min rate, but she was not sure what rate that was. It was reviewed that the pump would need to be interrogated to determine the current rate. The doctor reported the pump was refilled on (B)(6) 2018 and the patient responded to (B)(6) after she was admitted, but they did not feel the issues were related to the infusion pump. On (B)(6) 2018 the patient was having increased pain as a result of the pump rate being turned down and the hcp was going to try to give morphine via patient controlled analgesia (pca) pump at 1 mg/hr. The hcp would discuss options for the patient¿s infusion dosing with the managing physician. The situation was currently being addressed by the hcp. Additional information was received from the healthcare provider (hcp) on (B)(6) 2018 indicated she had no further information on the event and did not admit the patient. No further complications were reported/anticipated or expected.